Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer stated that their laboratory had obtained non-reproducible false positive troponin (accutni) results for two patients. The patients' samples were tested on access 2 immunoassay system. The samples were re-tested on the same instrument and repeated results were in different clinical ranges. Erroneous results were reported outside of the laboratory. The customer stated that there were no instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to erroneous results.

Manufacturer narrative:
Customer is using lithium heparin gel barrier tubes. Customer has a repeat protocol for any first time accutni results that are greater than 0.50ng/ml. Per customer, they have had no recent qc or hardware issues. Service was not dispatched for this event as customer is not questioning instrument performance. No clear root cause has been determined to date.